Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer ordered 5 front case assemblies with keypads for the pcu and one of the keypads was not working properly. The customer returned the part for a replacement.